Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 31mm mitral valve implanted nine years, nine months, underwent valve-in-valve procedure due to severe stenosis and mild regurgitation. Bioprosthetic mitral valve leaflets were thickened with restricted motion up to the three leaflets. Tee revealed significant pannus formation. A 29mm valve was successfully implanted inside the failing 31mm valve. There was no perivalvular leak and post gradient of 2 mmhg. The patient was discharged on pod #1.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.